Manufacturer narrative:
The reason for this revision surgery was surgery at the patient's request to improve shoulder stability the length of time in-vivo is unknown since the original surgery date was not provided or determined. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and investigation history was not conducted since a lot number was not provided or could be established for the original surgery part. Multiple searches of the patient database could not confirm a lot number or any information for the date of the original surgery. The root cause for this product complaint is a revision surgery at the request of the patient to reduce shoulder instability which was subluxing during certain undefined patient activities. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient requested that the surgeon make his shoulder more stable; he was subluxing during activities.